Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unk vessel. The physician advanced a 4.00 x 28 mm taxus express2 drug eluting stent, however, the taxus stent was unable to cross the lesion. Upon removal the taxus struts appeared damaged. The procedure was successfully completed with an unk stent. No pt complications were reported. The pt status is reported as 'satisfactory/good.'